Event description:
The customer reported to maquet that before a surgical procedure, while preparing the pt, the single surgical light installed on the operating room turned off. No injuries were reported. The pt was transferred to another operating room. Factory reference number (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) evaluated the surgical light and observed a misconnection of the wiring harness inside the light head. The most probable cause of this misconnection could be related to a worn wire over time. The fst replaced the affected harness with a new one. The device was last revised in (B)(4) 2014 and no failure was detected. Per the iec (B)(4) standard: "safety and performance of surgical luminaries," a surgical light should be fail-safe, meaning to be capable of providing a minimum of illuminance even in a single fault condition, when used for major surgeries. Typically, maquet considers that this requirement can be fulfilled when at least two cupolas are present in the system. This was not the case in the affected operating room.